Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient was admitted to the hospital with a blood glucose level of 700 mg/dl and suffering the symptom of nausea. The patient was treated intravenously with insulin and fluids. Troubleshooting revealed no issues with the infusion site or infusion set, all pump settings, date/time and programming were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump and was admitted to the hospital, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.